Event description:
Preoperative diagnoses: chronic vaginal pain following a mid urethral sling. Mixed urinary incontinence. Postoperative diagnoses: same. Procedures performed: removal of mid urethral transvaginal sling. Pubovaginal sling with autologous fascia.